Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited far field r wave over-sensing, which resulted in episodes of inappropriate mode switch. Programming changes were made. There were no patient consequences reported.